Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a blood glucose of 38 mg/dl at one point. No further details were provided regarding their low blood glucose. Troubleshooting did not occur for the hypoglycemia. The insulin pump was not returned for analysis.